Event description:
During a lap band procedure, while using the bipolar forceps, plastic from the instrument melted on the pt's adipose tissue around the stomach. Per surgeon, a small amount of the insulation on the forceps attached to the adipose tissue during use. This occurred while dissecting tissue with electrocautery. No injury was caused to the pt. The pt was discharged in 2008 without incident.

Manufacturer narrative:
Richard wolf medical instruments has not received the device from the enduser. We will provide an evaluation once the device is received, the manufacturer is notified and evaluation is complete. In 2008, richard wolf was informed with limited details, e.g. Insulation melted intra-operatively. One month later, risk management provided complete details for reporting purposes. Richard wolf is reporting the 83930.005 model # at this time. The complete instrument model # is 83930.006 powergrip complete with insert, handle and sheath. The insulation, a component on the forceps insert, melted when cauterizing.